Event description:
It was reported that pump displayed malfunction code 12 that could be reset but recurred after being reset within 24 hours, with no notable events occurring before the problem and with unknown impact on the customer¿s blood glucose level because the caller declined to provide this information. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump into storage mode and return it with a prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.